Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was also noted that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) leads had migrated. The patient underwent a scs explant procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6), batch/lot number: 19976241, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 19976241, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI)#: (B)(4).